Event description:
The customer called and stated that she noticed insulin leaking out of reservoir chamber in the pump. When the customer looked at the reservoir, it was leaking. Suggested to clean out the pump and change out the set and the reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.